Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was hospitalized due to heart failure. Interrogation of their implantable cardioverter defibrillator (ICD) revealed sensor-driven atrial pacing was causing functional undersensing of the patient¿s intrinsic r-waves and subsequent inappropriate ventricular pacing on their t-wave. This resulted in rhythm acceleration in the form of multiple episodes of non-sustained ventricular tachycardia. Ventricular blanking in the ICD was reduced and the rate response feature was deactivated. The ICD remains implanted and in service and there were no additional adverse patient effects reported.